Event description:
During review of the event history log it was determined that a repeating pattern of air-in-line alarms suggests that the device was falsely alarming for air-in-line. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the fluid numbers were below specification. Low readings on the ultrasonic sensor can make the pump more sensitive to aire in alarms. The device was recalibrated.